Event description:
There was an allegation of questionable sodium electrode results for 5 patient samples on a cobas 6000 c501 module. Patient 1: the initial result was 171 meq/l. The repeat results were 138 meq/l and 137 meq/l. Patient 2: the initial result was 237 meq/l. The repeat results were 141 meq/l and 142 meq/l. Patient 3: the initial result was 184 meq/l. The repeat results were 139 meq/l and 139 meq/l. Patient 4: the initial result was 364 meq/l. The repeat results were 134 meq/l and 133 meq/l. Patient 5: the initial result was 179 meq/l. The repeat results were 142 meq/l and 141 meq/l. The samples were repeated because the result validation was blocked by the customer's "mpl". The repeated results were deemed valid.

Manufacturer narrative:
The electrode lot number was grv. The expiration date was not provided. The investigation is ongoing.